Event description:
It was reported that the patient received an artificial urinary sphincter (aus) for the treatment of urinary incontinence on (B)(6) 2020. The device had to be removed about three weeks after the implant procedure due to local infection. The patient is covered by his insurance and there will be no cost for his new aus procedure.